Event description:
Patient undergoing cardiac cath and electrophysiology studies of the heart (to check conductivity) were done due to the patient's atrial fibrillation. An ablation catheter was utilized. As the catheter was being advanced towards the tricuspid valve, the catheter broke and ensnared in the tricuspid valve. Catheter could not be removed. Patient was taken to the operating room; chest was opened, placed on bypass so that wire could be removed from tricuspid valve.